Event description:
It was reported during an ablation of a tachycardia procedure, the patient and equipment were prepared for the procedure. The ablation catheter was flushed and connected to the carto 3 system. Upon connection, noise was seen on the distal electrodes, this was seen on both the carto 3 system and the recording system. At this time, the catheter was disconnected and reconnected at both catheter and system ends with no change. The cable was replaced once and a second time with no change. All pin connections were checked with no success. The ablation catheter was replaced. All connections were made and there was no noise seen at this time. The procedure was completed successfully. There was no patient injury reported. The initial reported complaint itself was not indicative of a reportable event. Upon visual inspection of the returned complaint catheter on may 2, 2014, the bwi failure analysis lab noted that the electrode ring # 1 had a small piece of white material underneath it leaving edges sharp with 3 dents. This condition was not reported by the customer. This returned catheter condition is indicative of a reportable event, thus marking may 2, 2014 as the awareness date for this report.

Manufacturer narrative:
(B)(4) it was reported during an ablation of a tachycardia procedure, the patient and equipment were prepared for the procedure. The ablation catheter was flushed and connected to the carto 3 system. Upon connection, noise was seen on the distal electrodes, this was seen on both the carto 3 system and the recording system. At this time, the catheter was disconnected and reconnected at both catheter and system ends with no change. The cable was replaced once and a second time with no change. All pin connections were checked with no success. The ablation catheter was replaced. All connections were made and there was no noise seen at this time. The procedure was completed successfully. There was no patient injury reported. The initial reported complaint itself was not indicative of a reportable event. Upon receipt, the catheter was visually inspected and it was found that ring 1 was damaged and had some white particle underneath. This condition was not originally reported on the complaint. Due to the quantity/mass size of the white foreign material specifically observed on the catheter, the identification of the type of material was not possible. It is unknown how the ring was damaged and the origin of the foreign material. Catheter ods were measured and the device was found within specifications. Then per the reported event, the returned device was then evaluated for electrical resistance and current leakage and it failed on ring 1. Further examination revealed that one of the connector pins was broken, causing the electrical issue. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. All the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent damaged rings from leaving the facility. The reported customer complaint has been verified.

Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted. Lot number reported is 15996587. (B)(4).